Event description:
It was reported the endoeye flex deflectable videoscope had no image. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h6: corrected component code. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, physical stress was applied to the bending section which damaged the charged coupled device unit which may have caused the reported malfunction. However, since olympus could not confirm the reported malfunction, a definitive root cause cannot be determined. The user may detect the event by handling the device according to the following IFU: inspection of the endoscopic image. Olympus will continue to monitor the field performance of this device.